Manufacturer narrative:
H3, h6: the complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by a consumer states that ongoing bacterial problems on eye for a full year. It was also reported that tear duct has clogged and an magnetic resonance imaging (MRI), examination was performed which showed tear duct was significantly enlarged. The consumer suspects that the problems may be related to the manufacturing of the contact lenses. The current status of the consumer's eye is unknown at the time of this report. Additional information has been requested but has not yet been received.

Manufacturer narrative:
H.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).